Event description:
Same case as MDR ID: 2134265-2014-00567. Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The target lesion was located at the moderately calcified and moderately tortuous mid left anterior descending (lad) artery. A 2.25x32mm promus element plus stent system was advanced but was unable to cross the lesion despite several attempts. The device was exchanged to a 2.25x28mm promus element plus stent system but the same issue occurred. The device was removed and the procedure was completed with a non bsc stent. No patient complications were reported and the patient's status is good. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. Device evaluated by MFR: a visual examination of the returned device found that the distal outer extrusion was kinked at two locations. These kinks were located at 6mm and 8mm proximal to the proximal balloon bond. An examination of the crimped stent found that the distal end of the stent was stretched and pulled towards the tip section of the device. The tip section of the device was slightly bent and exhibited minor pinch marks. The balloon did not appear to have been subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4).